Manufacturer narrative:
On (B)(6) 2021, stimwave received a complaint in which the patient had reported to the clinical representative experiencing a buzzing/tingling sensation following the removal of the wearable. Stimwave initiated RMA-4818 to return the device for investigation. The device history record was reviewed, and no non-conformances or issues which could have led to the failure of the device were identified. On (B)(6) 2021, stimwave investigated the device for the alleged buzzing/tingling sensation. The device was verified on an engineering bench and tested in the factory waa test. Investigation of the device was unable to replicate the alleged issue, and no non-conformances were found. There is no root cause, as no problem was found.

Event description:
The patient reported a buzzing/tingling sensation following the removal of the wearable device.